Event description:
It was reported to philips that the system failed to boot up after a software upgrade was performed. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up after a software upgrade. Fse replaced the operating software disk in the xray pc and reloaded software but failed. Fse replaced the x-ray pc and attempted to load software, after which it showed completed, but errors occurred in the suite pc. Upon troubleshooting, fse found the software kit was incompatible with the current version of pc, which has caused the issue. To resolve the issue, fse replaced the suite pc, installed the system software, and restored the system backup. After which the system was returned to good working condition. The x-ray pc was returned to philips for failure analysis, but no failure was observed. The codes were updated based on the investigation outcome.